Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation was performed for the finished device 7445993 number, and no non-conformances were identified. Manufacturing date: 15/mar/2017 expiration date: 17/mar/2022 a manufacturing record evaluation was performed for the finished device 7426804 number, and no non-conformances were identified. Manufacturing date: 01/feb/2017 expiration date: 31/jan/2022 reason for device explant and/or reoperation: mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient who underwent breast augmentation with 425cc mentor memorygel breast implants experienced asymmetry and wrinkling post procedure. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. Two lot numbers (7445993 / 7426804) and serial numbers were provided ((B)(6) however, it is unclear which device was the impacted device. This is reflected with section d. This patient is part of a post approval study.